Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced persistent infections and was administered oral and topical antibiotics. Subsequently, the device was explanted in (B)(6) 2018 (exact date not confirmed). It is unknown if the patient was reimplanted with a new device during the same surgery.